Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument clamp does not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the procedure was completed with no patient harm and with a spare instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to exhibit imprecise motion. The instrument was installed on an in-house system and passed the recognition and engagement test however, when driven it was found that the instrument grips failed to open/close. Further evaluation found that instruments yaw pulley was broken which caused the grip cable to become dislodged and not allow the grips to open/close as expected. An additional finding not reported by site is that the instrument was found to have a broken bipolar yaw pulley. A broken piece approximately 0.026¿ x 0.059¿ is missing as a result of breakage. Also, the instrument was found to have the grip cable crimp dislodged from the yaw pulley and a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.